Event description:
The following information was reported to fresenius medical care via maude event report (B)(4), submitted by an unk source. This report alleges that the product was given to dialysis pts who have suffered horrible side effects such as swollen stomachs, decreased heart function, arms swollen, leg weakness, and decreased muscle mass.

Manufacturer narrative:
A contact name was not provided; therefore, the MFR is unable to follow-up for additional information. A supplemental report will be filed if/when additional information becomes available.